Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device evaluation of the subject guide wire could not be performed because the device was not returned. Investigation of production records and adverse events data could not be performed because lot information was unavailable. Although the device investigation and lot history review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. It was presumed that tensile stress exceeding the product's design limit was inadvertently applied while the wire was being trapped by the existing stent. That excess stress was assumed to have contributed to the reported wire fracture. Instructions for use (IFU) states: [warnings]: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects]: separation or breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a right coronary artery. During removal, it was noted that the tip coils of an asahi guide wire started to unravel but remained in one piece. However, part of the tip broke off and remained in the artery. The physician suggests that the guide wire interacted with a previously implanted stent during removal (as resistance was met) and the coils consequently unraveled. The broken tip segment had broken off between the stent and artery and was removed via snare device. However, a small portion of the tip still remains in the anatomy. A 4.0x38 stent was placed within a previously implanted stent (to open it up) and crush the separated wire segment against the vessel wall. The patient is doing well. No additional information was provided.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.